Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2024, a sales representative via (B)(4) reported that an ar-9831 apollorf i90, aspirating ablator, 90° had a broken tip, and no further information was provided. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-9831, with batch number 15273753, revealed a damaged probe tip. Therefore, arthrex was able to deduce the cause of the complaint as a design issue.

Manufacturer narrative:
Corrected information: h6 corrected c23 to c16 and d11 to d01. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-9831, with batch number 15273753, revealed a damaged probe tip. Therefore, arthrex was able to deduce the cause of the complaint as a design issue.